Event description:
Hill-rom received a report from the account stating the bed exit is not alarming. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technical support found the external alarm with housing inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the external alarm with housing to resolve the issue. Based on this information, no further action is required.